Manufacturer narrative:
Medwatch report received: mw5187166. The lot number of the device was not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent confirmation of device malfunction involving the hologic products in the event described.

Event description:
It was reported via medwatch report# mw5187166 that a patient received a biozorb implant on (B)(6) 2021, after a lumpectomy surgery. It is further reported by the patient that "I continue to have pain and tenderness. I feel my body is possibly rejecting this implanted device. I've been to my oncologist for follow ups. They cannot understand why I still have so much tenderness. They say it's probably lymphedema. I believe the implant is causing my pain." Attempts to obtain additional information from the patient were unsuccessful. No further information is currently available.